Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels, values were not provided. Cause for the low bgs was unknown. Reportedly, the customer consumed juice or glucose tablets to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.